Event description:
Na.

Manufacturer narrative:
Updated fields - b4, d8, d9,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) troubleshot unit. Check faults and errors code logs. Found no leaks. Fse testing unit found performance test average vacuum low. As per service manual drive manifold needs replaced. Will order parts and return another day. Fse replaced drive manifold and pneu component. Test ran unit for 60 minutes, all tests passed. Completed all functional and safety tests per manufacturer specifications. Fat analysis- the failure analysis and testing dept. Received parts with the reported complaint of low vacuum failure. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0018 drive manifold into the cs300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. The fat performed the k6, k6a, k7, k8 leak test with passing results. The fat then booted the unit into the clinical mode and began pumping. The fat observed a low vacuum alarm, after 10 minutes of pumping. The pumping continued and the fat observed intermittent low vacuum alarms. The drive manifold failed testing. Failure analysis received from the supplier for the part. They stated the part passed testing. Root cause for this part is impossible to define as a failure was verified on the initial investigation. Retaining the part in the failure analysis and testing department per procedure

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use by the customer, the cs300 intra-aortic balloon pump (iabp) had an intermittent low vacuum failure. There was no patient injury.